Manufacturer narrative:
Samples were returned from the customer. They were analyzed, including slippery test and color and were found to be within specifications. The batch data analysis showed no deviations.

Event description:
Bleeding on catheterization. According to the reporter, the customer got problems with insertion of the catheter with pain and bleeding dripping from the urethra and in his/hers opinion the catheters are yellowish. The bleeding lasted for less than 4-5 hours and only appeared once. The customer was treated with antibiotics by a health care professional.